Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. It was unable to perform the functional test, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to no button response. Device had minor scratched display window, cracked display window, cracked case at display window corner, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the buttons on the insulin pump are unresponsive. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.